Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the customer has cracks between the battery compartment, and the crack goes all around the insulin pump. Customer's blood glucose level at the time 165mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.